Manufacturer narrative:
The initial MDR 2247117-2017-00036 was filed on march 17, 2017. Corrected information (3/17/2017):

Manufacturer narrative:
Initial MDR (B)(4) was filed on march 17, 2017. Follow up MDR (B)(4) was filed on march 20, 2017. Additional information (8/8/2017): a siemens headquarters support center (hsc) representative requested the instrument files from the customer to evaluate the data on the date the discordant result was obtained. The customer informed siemens that due to a reinstallation of software, the instrument files could not be provided. The customer informed siemens that the assay was showing good performance. The cause of the falsely low result is unknown. The system is performing according to specifications.

Manufacturer narrative:
The customer informed the customer care center (ccc) that they were not aware of an instrument issue on the immulite 2000 xpi instrument. The customer repeated the same sample and the result was acceptable. The cause for the falsely low b2m result on the one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained a falsely low result for beta 2 microglobulin (b2m) on an immulite 2000 xpi instrument. The customer repeated the same sample on the same instrument and the result was higher and was acceptable to the customer. It is unknown if the initial or the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false low b2m results.